Manufacturer narrative:
Concomitant medical products: other relevant device(s) are product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient  was seeing an improvement but not as good as yesterday (B)(6) 2021. Patient mentioned that the wire/lead has moved.  No further complications were reported/anticipated at this time.